Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was hospitalized for influenza unrelated to glucose control, during which the ilet was removed, and after discharge the user experienced hyperglycemia with a highest reported glucose of 200 mg/dl for approximately three hours while using a g6 cgm and later returned to the ilet following a factory reset and setup with a filled cartridge and 23" 6 mm infusion set. Symptoms included thirst without reported loss of consciousness, seizures, or other acute complications. Outcomes included no reported medical intervention for the hyperglycemia, no use of backup therapy, no ketone testing, and the ability to sync device logs. Investigation included customer support troubleshooting, education, and a device factory reset to address potentially aggressive insulin delivery behavior following recent steroid use and illness. Investigation of this case revealed no device alarms or alerts and no device malfunction reported, with the event temporally associated with recent steroid exposure and illness; the underlying cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.